Manufacturer narrative:
Additional information provided in h.3. And h.10. Product evaluation: the cartridge and lens were not returned for evaluation. A photo was provided of the lens in the eye. There appears to be a large stutter-type scratch mark across the anterior optic surface. The lens haptics are not visible. The travel path for the damage cannot be determined. Cartridge product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported foreign material in the cartridge, which caused lens damage, could not be determined. It is unknown if a qualified handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4).

Event description:
Further information was provided, indicating that the implanted iol was removed from the eye, approximately (B)(6) months following the initial implantation.

Manufacturer narrative:
Evaluation summary: two monofocal lens optic portions were returned. One portion appears to be 1/3 of an optic with on haptic attached. The second portion is cut in a triangular shape with a haptic attached. The returned lens portions do not match the attached photograph of the reported lens model in the eye. The hospital could not provide any clarifying information for the returned monofocal optic portions. Product evaluation will not be updated at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was scratched by the cartridge. The physician is suspecting that the scratch was caused by foreign material in the cartridge. Additional information was provided that no harm to the patient was reported.